Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. It is unk at this time if the device is going to be returned. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "surgeon was doing a primary hip replacement, he broach up to 2 1/2 with the broach provided by stryker. He also has a set of custom made broaches and used a set of custom distal broaches made for him. After seating the standard broach, he seated his custom 2 1/2 broach and it was 1mm proud. When the accolade stem seat 6mm proud, surgeon removed the 2 1/2 stem and asked for a #2 stem, which he implanted and left in place."